Event description:
It was reported that (4) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clips would not feed into the canal jaw. It was impossible to fire the devices. There was no consequence to the pt. Only (1) of the (4) devices involved will be returned.